Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h7 and h9 to include information that was inadvertently not included on the previous submissions.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the actual product has not been returned, a reproduction check was performed using a representative device (maj-2315/lot: h2831) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. During the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use.". The parts supplier conducts sampling inspections of 3 parts for each production lot and confirms that the parts conform to the specifications each time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be identified, the distal cover likely detached from the scope easily due to the following: the attachment of the distal cover to the endoscope was insufficient. This caused the distal cover to easily detach from the endoscope. The event can be detected/prevented by following the instructions for use (IFU) which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿. "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination.". "Attaching the distal cover - please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. This supplemental report includes a correction to h4 from the initial medwatch. Also, an update has been made to b5. Olympus will continue to monitor field performance for this device.

Event description:
Although additional information was requested, the customer confirmed that no further details regarding the event are available.

Event description:
It was reported that the disposable endcap "deployed" upon removal during endoscopic retrograde cholangiopancreatography (ercp), as stated in the voluntary medwatch. An intervention was required to retrieve the endcap. Additional information was requested regarding the intervention and outcome, but was not received. This report is related to linked patient identifier (B)(6).

Manufacturer narrative:
This report was submitted by the importer under the importer's report number 2429304-2024-00098. The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
The incorrect importer number was referenced in the initial MDR. The correct importer number is 2429304 - 2024 - 00099.